Event description:
The account alleged the bed will not place a nurse call to the nurse's station. No patient impact.

Manufacturer narrative:
The technician found the communication cable is missing pins. The technician replaced the communication cable to resolve the issue.